Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery depletes faster than expected. There was no reported impact to the customer blood glucose level. Customer will continue to using the current pump for insulin therapy.